Event description:
On (B)(6) 2007, the pt was implanted with an acticon artificial bowel sphincter. On (B)(6) 2012 the cuff and pump were removed and replaced with an acticon cuff and artificial urinary sphincter pump due to recurring incontinence. Clarification was requested, but not provided.

Manufacturer narrative:
Should additional info become available regarding this surgery, it will be re-evaluated and a follow-up report will be sent.